Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, there was a burn at the pad site when using the device. The burn discovered after the procedure and was size as the pad. As reported, the patient acquired a temporary injury.